Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. While a temporal association exists between fresenius products and the event of peritonitis there is no documentation that shows a causal relationship between fresenius products and the event of peritonitis. However, it is likely that the cause of peritonitis is related to patient touch contamination as reported by the pd nurse during pd therapy.

Event description:
Source documents in the complaint file were reviewed by clinical staff. It was reported by the patient's peritoneal dialysis (pd) nurse that this blind patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy since (B)(6) 2016, was diagnosed with peritonitis on (B)(6) 2017. It was reported the patient was having cloudy effluent with observable fibrin. According to the pd nurse, the cause of peritonitis was touch contamination; a culture test was performed (unknown date/source) and results were not made available. The patient was prescribed vancomycin and gentamycin (unknown route, dose, frequency and duration). However, the patient did not require hospitalization and has been completing pd treatments with the cycler at home. The set was not made available for evaluation.